Manufacturer narrative:
Evaluation ongoing.

Event description:
Report received of a suction oral toothbrush foam disengagement. The reporter stated the green foam on the back of the suction oral toothbrush disengaged and was swallowed by the patient. Reporter stated this was the third time the green foam has come off the back of the suction oral toothbrush and a patient has swallowed it. A photograph was provided and product was returned for evaluation. Although several attempts were made to the reporter to obtain additional information, no response was received.

Event description:
Report received of a suction oral toothbrush foam disengagement. The reporter stated the green foam on the back of the suction oral toothbrush disengaged and was swallowed by the patient. Reporter stated this was the third time the green foam has come off the back of the suction oral toothbrush and a patient has swallowed it. A photograph was provided and product was returned for evaluation. Although several attempts were made to the reporter to obtain additional information, no response was received.

Manufacturer narrative:
The involved device was returned from the facility for evaluation. Visual inspection of the device showed the top right corner of the foam missing. The missing piece of foam measured approximately 0.5 cm x 0.5 cm. Foam residue remained in place where the foam was missing indicating the presence of glue. During the manufacturing process, there are machine tests in place to ensure that the foam is adhered to the head of the suction oral brush. A labeling review was performed. The instructions for use state "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands.". The reporter did not state if a bite block was in use or if the patient bit down on the foam. A definitive root cause could not be determined.